Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon receipt, the belt failed the ECG fall off test. Upon evaluation, the heat shrink tubing was parting from the pulse wires. This resulted in a short in the distribution node. The cause for the test failures was the shorted pulse wire in the distribution node. The cause for the shorted pulse wire was the parting heat shrink. The root cause for the parting heat shrink cannot be positively determined. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional ecgs.